Event description:
It has been reported to philips that there was a message mpm application.co displayed in tempus pro device. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Updated evaluation method code.